Event description:
It was reported that an uromatic ii ultra set had a loose filter in its chamber. This was identified during incoming inspection by the reporting facility and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. During visual inspection the conical filter was observed to be disconnected from the bottom of the drip chamber. The reported problem was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem was determined to be improper method used during assembly. Updated assembly procedures have been implemented. Should additional relevant information become available, a supplemental report will be submitted.